Event description:
It was reported that this pacemaker was having difficulty being interrogated by a programmer and a communicator. Technical services (ts) was contacted and reviewed the information provided. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.